Manufacturer narrative:
Additional information: initial reporter address. Investigation results: it was reported that there was a leak. One sample model 10014914, lot 24036238 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd 10 ml syringe filled with water and flushed. No leak was observed. An air under water pressure test was performed at about 10 psi. No leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 1001491214 lot number 24036238 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris syringe module syringe administration set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by the customer that possible leak, found to be wet, not sure if it is cracked. Tubing switched out.